Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a broken clutch cam. The part was replaced. The event history log was reviewed. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a broken clutch cam. There was no reported patient harm.